Event description:
Patient admitted 9/16/93 with ng to left nostril. Ng not changed during hospitaliation. Patient complained of increased abdominal distress & kub (abd. X-ray) ordered 11/10/93. Kinked tube noted.removal required cutiing ng tube & removing knotted portion via mouth.